Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. From the results of device inspection, the foreign material (a seed) was confirmed. The suggested event was therefore presumed to have been the seed being suctioned during a procedure, followed by insufficient reprocessing and/or inspection of the device the instructions for use (IFU) states the following regarding the inspection of the biopsy channel prior to use: "insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end." The instructions for use (IFU) states the following regarding the reprocessing of the device: all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube, must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators. The IFU further states the following regarding cleaning brushes: the channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use. If a piece of the brush comes off inside the endoscope channel, immediately retrieve it. Confirm that no parts remain inside either the instrument channel or the suction channel of the endoscope by carefully passing a new brush through both channels. Any part left in the channels can drop into the patient during a subsequent patient procedure. Depending on the location of the missing part, the part may not be retrievable by passing a new brush. In this case, contact olympus. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the scope channel was clogged and was starting to come apart where it was taped. There was no patient injury reported. The scope was returned for evaluation and found foreign material (seeds) exiting the channel which is considered a reportable malfunction.

Manufacturer narrative:
The customer¿s occupation and health profession are unknown at this time. Further investigation of the returned device found the bending section rubber was cracked on cover. The protector boot on the insertion tube was noted be loose. The light guide tube was found to have surface scratches. The cause of the physical damage to scope and foreign material in channel cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.